Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Per the reporter, there was 3 drugs in the pump but did not know the names or dose/concentrations of the drugs. The indication for use was spinal pain. On (B)(6) 2018 it was reported the patient was seeing an alarm code 8286 (empty reservoir) on their ptm (personal therapy manager) for the last 24 hours. The patient¿s pump was currently not alarming and had not heard any alarming from the pump. The patient confirmed they were only seeing the alarm code on the ptm. The patient had noticed increase pain the last 24 hours as well. The patient stated they should have enough drug because normally there was ¿7 point something¿ left over when they have the pump refilled. The patient normally had her pump refilled every 3-4 weeks and it has been 4 weeks since their last refill. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s pump had reached its expected empty reservoir. No actions or intervention were taken to resolve the issue at the time of the report. The patient was scheduled to see the physician for a refill tomorrow (B)(6) 2018. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.